Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced inflammation. The cause and location of the inflammation were not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the inflammation with amoxicillin and cephalosporin (doses, frequencies, and routes were not reported). Pd therapy was ongoing during the treatment. At the time of this report, the patient was not recovered from the event. No additional information is available.